Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with an infection at the ipg site. The patient was given oral and IV antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. The manufacturer representative will not be receiving further updates regarding the status of the infection as the patient is no longer implanted with abbott devices.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.